Event description:
Pt's home health rn reported that yesterday privigen infusion was completed but the curlin pump kept beeping and giving error for both occlusion and air in the line. Home health rn reviewed and neither were true problems. Requesting replacement. Confirmed full dose was administered and not missed. Confirmed there were no adverse side effects pt had due to faulty pump. Confirmed prior pump in pt possession to return back to cvs. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 30gm. Privigen indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.